Event description:
I have been using a CPAP for many many years. This dreamstation is about 2-3 years slid. I have not been feeling well at all after waking up- bad headaches, which go in for weeks, sinus issues, hypersensitive to sounds, nausea, sore throat and eye and nose irritation many doctors visits for headaches and migraines- including a three day infusion. I also have common variable immune deficiency, so I am vary concerned about potential chemicals harming me. FDA safety report ID # (B)(4).